Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer's insulin pump was unresponsive. Troubleshooting found the customer's battery compartment was damaged. The customer's blood glucose was 262 mg/dl. The customer has treated for their blood glucose. The customer also reported their insulin pump did not alarm them when their battery was low. It was found the battery cap thread on the customer's battery casing was damaged. The customer stated they have dropped and bumped their insulin pump in the past. Customer's insulin pump passed a self test and displacement test during troubleshooting. It was also found the customer's buttons would be unresponsive on their insulin pump. Customer also received a lost sensor alarm with their sensor. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.